Event description:
"Stent-graft covered the renal artery: the treo stent graft was used in the case of aaa. Since the central neck was slightly bent, the bare stent was released first, and the stent graft was then deployed by pushing the delivery system gently against the bent area. However, when the bare stent was released or the delivery system was pushed against the bent area, the stent graft shifted slightly towards the center. After deployment, angiography revealed that nearly 80 % of the renal artery was covered and that blood flow appeared to have decreased. After a final angiography, cannulation was performed to implant an express vascular sd bare stent (boston scientific) in the right renal artery. Blood flow increased after ballooning was performed. However, just to be sure, the bare stent was implanted, and the procedure was successfully completed. Operation type: stent graft placement. No blood loss. Ancillary device used: express vascular sd (boston scientific, 5 mm × 19 mm). No image available due to hospital policy. Pre-case plan available (see attached schema). Additional information will be obtained upon request. (Tc#(B)(4))". Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.